Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional prostyle device is filed under a separate manufacturer report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with the first prostyle device that was attempted. The sutures of one additional prostyle device and one proglide device were then successfully pre-placed. Reportedly, there had been some resistance when advancing the new prostyle device in the vessel; however, it was able to be advanced and deployed successfully. The sheath was upsized to a 12f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle and proglide sutures. After hemostasis was achieved, it was noticed that the patient had developed a very large hematoma. Cut down surgery was performed and it was found that the posterior foot of the prostyle device had separated and remained in the patient anatomy. The separated posterior foot of the prostyle was removed from the patient during the cut down surgery. The physician observed the devices and confirmed that the separated foot was from the prostyle device and it appeared that the foot must have remained open even though he had thought the foot had closed completely (the lever had closed completely) prior to retracting the device from the patient anatomy. The hematoma resolved with the cut down surgery/removal of the prostyle foot. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the hematoma and need for cut down surgery. No additional information was provided.